Event description:
It was reported that during the surgery, it was found that the batteries of this complaint product has already been exploded inside of the sterile tray. There was no patient harm. It was unknown if there was surgical delay. Due diligence is complete, there is no additional information available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.